Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The review of the complaint databases revealed the observed damage to be typical of mechanical shock during transportation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100, the effluent exit port from both filters was observed to be broken resulting in a leak. There was no patient involvement. No additional information is available.